Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Fa investigations confirmed the reported symptom detail complaint "inadequate clamp." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. Additional information not reported by the site: the instrument was found to have a loose grip cable at the distal end, likely causing the inadequate clamp. The distal idler pulley spun free and was not damaged. System log investigation: a review of the instrument log for the large hem-o-lok clip applier (pn: 470230-12, batch-sequence: n10190312-0198) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 82nd use of the instrument. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a loose grip cable and subsequent clip test failure could lead to inadequate clip application, which could compromise hemostasis. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Device expiration date was left blank as this instrument has 100 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the 82nd use of the instrument. Thus, the instrument was not expired at the time. This report has been generated in response to FDA inspectional observations dated 06-mar-2020

Event description:
During a da vinci-assisted nephrectomy surgical procedure, it was reported that the large hem-o-lok clip applier instrument failed to hold a clip. The procedure was completed and there was no reported patient injury.